Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call they had sensor anomaly. Customer's blood glucose at time incident was unknown. Customer reported that the sensor cannula is not intact. Customer was advised that we will send replacement sensor.